Event description:
The duett sealing device was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. Nothing remarkable was reported at the time of deployment. Two days post-deployment the patient returned to the hospital with chills, a fever and had tenderness and redness on the leg. Cultures were taken at the groin site and were positive for staph. The pt was sent to surgery where the site was drained and treated. The pt was subsequently released from the hospital and no further complications were reported.